Event description:
On 4/18/97, the MFR received a report from its australian distributor detailing an incident which had occurred in their territory. The report states that the mother of a three year old hemophiliac child found the device very difficult to access with the needle. The child was reported to be in considerable discomfort. The patient's mother, who is reported to be an experienced vascular access device user, persisted with the infusion and found the needle "stiff to remove from the device and skin". The needle was reported as being unavailable for analysis. No further details were provided.